Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable . Investigation: visual inspection - the investigation was carried out visually and microscopically with a digital-camera. Here we found different clip jams. Batch history review - the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There was one similar complaint against the same lot number(s). The review of risk assessment revealed that the overall risk level was severity 2(5) x probability of occurrence was (B)(4); according to din en iso (B)(4), the rate was outside the allowed rate, and risk analysis has be to be verified by r&d. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. If the cartridge is engaged not completely, has not been mounted correctly or was damaged during insertion, there is an impairment of product functionality. A too fast application, damaged cartridge during inserting or a cartridge which is engaged not completely could also lead to the described errors. According to the quality standard and DHR files, a material-, manufacturing- or design-related failure can be excluded. Based upon the investigations results a product safety case (psc) has been initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported to aesculap ag that a ligature clip 12 mag.= 144 pcs (part # pl572t) was being tested prior to use during a procedure. According to the complainant, the clip was jammed. When checking the product in the presence of the agency, it was suggested that the plate might return slowly because there was a possibility of excessive gas leaking from the applier. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under (B)(4). Involved components pl575su - challenger ti-p co2-cartridge o - unknown.